Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to aseptic loosening tibia. (B)(6). Primary asa: p2 - mild disease not incapacitating. (B)(4).